Event description:
A report was forwarded to co from a retail chain stating that a female pt expressed a "complaint" on multi-purpose solution. In follow-up, the pt's optometrist reported that the pt was diagnosed with severe chemosis and corneal edema with 80% of the corneal epithelium eroded. The attending optometrist stated that treatment was given to preclude permanent injury. Pt was parched ou and treated with vasocidin oinment, tylenol 3, murol 128, and polymyxin b.